Event description:
Related manufacturer report number: 2017865-2022-08497. During a remote follow up, episodes of oversensing were noted on the device. Technical support was contacted and noted a loss of capture on the right ventricular (rv) lead. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.